Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There were no unexpected black and close circles during testing. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call high blood glucose levels and issues with insulin pump. Customer's blood glucose level went as high as 418 mg/dl and as low as 54 mg/dl. Customer treated their low blood glucose with food. Customer experienced a seizure and advised they changed their basal rates. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer advised the insulin pump alarmed and there was a black circle. Customer advised when the alarm cleared it turned into an open circle. Customer was able to resolve the issue with assistance in changing the insulin pump settings. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.